Event description:
The manufacturer received information alleging nasal/throat irritation or soreness, device is noisy related to a CPAP,device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Update section h.4, put device manufacture date (B)(6) 2017.